Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level, specific value not provided; cause was unknown. Reportedly, the customer experienced weakness due to the bg level and paramedics were called. Multiple attempts were made to follow up with the customer and gather additional information but no response was received from the customer.